Event description:
The generator has been received by the manufacturer for product analysis. Analysis for the generator is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The septum was not cored, and the generator showed no signs of variation in output signal. The pulse generator diagnostics were as expected for the programmed parameters. Electrical tests were performed indicating that the pcba (printed circuit board assembly) performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient is all out of her anticonvulsant medication at this time and has experienced and increased seizure frequency. The patient visiting the ER for these breakthrough seizures and was told that the vns was at the end of life. The patient's generator has been replaced. The device has not been received by the manufacturer to date. No other relevant information has been received to date.